Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display, rainbow effect and hard to see. No harm requiring medical intervention was reported. Customer stated that cartridge reservoir was feels loosened not tight correctly. Insulin pump had unexplained and random no delivery alarms. Customer need to pressed rewind button a couple of times to complete rewind. The insulin pump will not be returned for analysis.